Event description:
The manufacturer received information alleging a ventilator alarmed and would not power up. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system pca will be replaced to address the issue. The device was evaluated, but not yet repaired.